Manufacturer narrative:
The surgeon was using the subchondroplasty system in the proximal medial tibia. After the last of the accufill was injected, the trocar was put back into the accuport. The surgeon then left the entire accuport in while the accufill was hardening and he moved on to arthroscopic portion of the case. While performing the scope, he bumped the cannula with his hand. It broke at the third hole from the tip. The accuport was removed, and an attempt was made to remove the remaining tip of the accuport. The surgeon determined it would cause too much damage to the bone to remove, so the decision was made to leave it in the bone and finish the procedure.

Event description:
Surgeon bumped the cannula with his hand and broke at the third hole from the tip.